Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Event description:
As reported, during a valve-in-valve (viv) procedure with a 20mm sapien 3 ultra (s3u) in a pre-existing surgical valve via transfemoral approach, a post dilation was performed with a 20mm non-edwards balloon with the intent to fracture the first valve. The operators could not fracture first valve. A 'root shot' showed wide open aortic insufficiency (ai) & the left main 'down.' It was suspected that the non-edwards's balloon dilation tore a leaflet on the s3 valve. Chest compressions and medications were administered, and the patient was put on extracorporeal membrane oxygenation (ECMO). After 45 min, the operators decided to implant a second 20mm ultra sapien 3 which was successfully deployed with no paravalvular leak (pvl). The patient was reported to be stable at the time of the procedure. Additional information indicated that a balloon fracture was needed to make the biggest size valve possible and a better gradient. The operators could not visualize the leaflet tear and could not visualize any abnormalities on the valve but had wide open ai after attempting to fracture the surgical prothesis post s3u implant with the non-edwards balloon. The operators suspect was that one of the leaflets of the s3u was torn during the non-edwards balloon dilatation causing the wide open aortic insufficiency . The patient was still intubated on ECMO. The patient had a percutaneous procedure at a different hospital for treatment of the left main by placing stents into the left main and out into the aorta. This intervention was reported to be successful, however the patient never recovered. The plan is to remove ECMO and allow for the patient to expire.

Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Imagery was provided, however it was not relevant to this complaint. The complaint for leaflet tear and deployed valve exhibits central regurgitation was unable to be confirmed, therefore a complaint and lot history review was not performed. The following instructions for use (IFU) were reviewed: commander delivery system with s3s3u, device preparation training manual, commander delivery system with s3u viv supplement and procedural training manual. No IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy thv. No evidence of product non conformances or labeling IFU inadequacies were identified in the evaluation. The complaints for leaflet tear and deployed valve exhibits central regurgitation was unable to be confirmed due to unavailability of returned device relevant imagery medical records. A review of the DHR, did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, during the procedure with a 20mm ultra sapien 3 in a preexisting surgical valve via transfemoral approach. Post dilation with 20mm true balloon with intent to fracture, they could not fracture first valve. Root shot showed wide open aortic insufficiency (ai) & left main down. True balloon dilation tore a leaftlet on the s3 valve and they could not visualize the leaflet tear nor abnormalities on the valve but had wide open ai after attempting to fracture the surgical prothesis post s3u implant with the true balloon. The implanters best guess was that one of the leaflets of the s3u was torn during the true balloon dilatation causing the wide open aortic insufficiency. In this case, the leaflet tear could be resulted of post dilation with non edward device to fracture the pre existing valve, because the leaflet tear was suspected after the post dilation. By using non edward device (balloon) to post dilate and fracture the pre existing valve could over expand the valve or over stretching on the leaflets, and excessive manipulation during the post dilation could damage the leaflet resulting in further leaflet tear. As such, available information suggests that procedural factors (post dilation (non edward device) with excessive manipulation) may have contributed to the complaint event. Note that leaflet tear was reported during implantation, so it was not relating structure heart valve degeneration deterioration. As reported, there was post dilation with non edward device to fracture the preexisting valve, which could cause the over expansion of the valve, and stretching on leaflet resulted in improper leaflet coaptation or central regurgitation. Additionally, it was also suspected leaflet tear, which could also lead to leak on leaflet resulting central leak. As such, available information suggests that procedural factors (over expanded valve, leaflet tear) may have contributed to the complaint event. Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the tavr procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic, and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee before thv implantation to reveal bulky calcified leaflets; (2) during pre dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. Per the instructions for use (IFU), coronary obstruction is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. In this case, available information suggests that procedural factors (over expanded valve with post dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no product risk assessment no corrective or preventative action is required at this time.

Event description:
Additional information confirmed that the patient expired. The surgeon determined that the surgical valve stent post was directly in front of the left coronary ostium, when they post dilated to crack the valve they believe they pushed the stent post over to occlude the left coronary. No torn leaflet assessed.